Event description:
Two non-medtronic stents were implanted in the lad and an endeavor sprint drug eluting stent was implanted in the lad. Approximately (B)(6) months post the index procedure, the patient visited the hospital to have abi, ECG and blood testing and no abnormality confirmed, however the patient expired on the same day. The cause of death is reported as sudden death and the investigator has indicated the event was not related to the study device.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death). Conclusions: known inherent risk of procedure (death).